Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced a skin reaction with infection, redness and inflammation on the needle puncture site. The patient was not ¿acting like himself¿ and had a stomach ache so the patient´s parent took the patient to the hospital. While at the hospital, the patient was examined and diagnosed with a skin infection. The patient was prescribed an oral antibiotic (flucloxacillin) to treat the infection. At the time of the report, the patient's reaction had recovered with a small scar on affected area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.